Event description:
It was reported that the patient presented to clinic symptomatic and having persistent ventricularloss of capture. It was further reported that the patient had electrolyte changes and worsened heart failure. The device remains in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented to clinic symptomatic and having persistent ventricular loss of capture. It was further reported that the patient had electrolyte changes and worsened heart failure. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.